Manufacturer narrative:
Evaluation summary: customer report of degeneration was confirmed through observed host tissue overgrowth and calcification. X-ray demonstrated commissure 3 was bent inward and minimal calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused all three leaflets by approximately 2mm at all three commissures. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Serrated mechanical damage was observed on the surface of leaflet 1 on the outflow aspect. Sewing ring was cut around leaflet 3. Sutures remained attached to the sewing ring around all three commissures. Wireform was exposed on commissures 1 and 3. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the implanted annuloplasty ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, a definitive root cause for early pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 3300tfx23mm implanted in the aortic position was explanted after 3 years and 10 months of implant duration due to bioprosthesis degeneration leading to mild aortic sclerosis. The patient had dyspnea associated with minimal exertion and contraction of diuresis. A 23mm non-edwards mechanical valve was implanted in replacement. The patient was noted as to be discharged. Per internal product evaluation, minimal calcification was observed on the leaflets as well as moderate host tissue overgrowth leading to leaflet motion restriction and stenosis.